Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring was noted during visual inspection. Test guardian link 4 transmitter pairs successfully to pump. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 15 alarm found on the event date of 12/16/2025 at 09:39:09.000. Pump alarmed a pump error 23 alarm on the event date of 12/16/2025 at 09:39:11.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked end cap, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Blank display was not confirmed during testing. Pump error 23 was confirmed in the pump history files and traces as a consequence of pump error 15. Pump error 15 was confirmed in the pump history files and traces due to a software failure. Retainer ring damage was confirmed during visual inspection. No com pump to xmtr was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump errors 15(the critical block and inverse critical block did not add to zero), pump error 23(post-reset ram crc alarm), blank display, loss of communication between the transmitter and the pump and crack on the retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for communication issue and noticed transmitter was out of warranty. Troubleshooting was performed for pump error alarms, customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.